Manufacturer narrative:
The device history record for the injected radiesse lot was not reviewed as the lot number was unknown. Device not returned to the manufacturer.

Event description:
This spontaneous report was received from a (B)(6) plastic surgeon via telephone and concerns a patient who was injected with radiesse into the mid facial region, 9 months before this report, in 2015. In 2015, the patient developed a suspected abscess in the mid facial region. As treatment the patient received an antibiotic therapy. The physician performed an incision and drainage of the abscess. Tissue samples were taken for histological examination. Follow-up information was received on 09-dec-2015: the patient was referred to as female. She had received a radiesse injection into her cheeks many months ago. She had been admitted into a hospital as an emergency with an abscess of her face. She was advised to start with oral clathrinomycin treatment. Since her infection did not settle and she developed cellulitis of the face, she underwent incision and drainage of the collection in her cheek. Copious pus was noted and washed out. The reporter stated that she cannot provide further information as she treated the patient during the weekend, and was not the originally assigned surgeon for this patient. Also, if the reporter will receive this patient for further management, she will report new information.